Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was unknown. The patient refused hospitalization and was reportedly placed on unspecified antibiotic therapy at home (doses, frequencies, and routes were not reported). On an unreported date the patient died at home. The cause of death was not reported. No further information was provided regarding whether the patient recovered from the peritonitis prior to death or if pd therapy was ongoing until the time of death. No additional information is available.